Event description:
User reported she had taken a binaxnow covid-19 self test before and mentioned she had put reagent drops on nasal swab and then swabbed her nose. The user wanted to take test with emed and wondered if that reagent could affect home test. Technical service advised the customer that she would suggest her to talk to emed to seek for a better answer but user mentioned she had talked to them earlier and did not want to help user just because she had an expired product. Technical service acknowledged and advised customer that it was best if she did not test because it could affect test and plus it was also expired.

Manufacturer narrative:
Technical services provided the user the safety data sheet of the reagent through email. A supplemental report will be provided if any additional is obtained.